Event description:
(B)(6) pt with a history of breast cancer presented to the facility for bilateral breast implant exchange and reconstruction. During the procedures, the fiber-optic mammary retractor was placed on towel drapes on top of the pt. During the case, the physician mentioned that the retractor was getting hot. As a result, the fiber optic cables were changed to do the (l) breast. It was noted that they were second degree burn marks to the chest. During the investigation, our biomedical dept engineer found the opening to be 2.5mm and not 3.5mm. Per the MFR, there was never a model year where there was a 2.5mm opening with a 2.5mm cable. The instructions state to use a 3.5mm fiber optic cable with a 3.5mm retractor opening. Per the MFR, different manufacturers are responsible for different parts of the mfg process.